Event description:
Manufacture's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test during pre-use check. The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module was replaced. The provided device logs confirms the flow transducer test failure and it shows that the o2 gas module was delivering lower volume than it should. By reviewing the logs it can be seen that the issue had happened first at (B)(6) 2020. Therefore, the date of event has been corrected accordingly. The service logs shows that the machine worked for 3 years without a preventive maintenance ( from 2017 to 2020 ). According to the service manual, a preventive maintenance should be done every year or 5000 operating hours. The replaced o2 gas module wasn't returned for investigation. Thus, no root cause can be established.

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check.. There was no patient involvement. (B)(4).